Event description:
It was reported that the ilet charger reportedly melted at the connector during an overnight charge, leaving the pump uncharged and the pump battery depleted, with a reported glucose of 407 mg/dl after which the user disconnected from the ilet and transitioned to multiple daily injections; replacement charging equipment was arranged. Customer care provided support that included user troubleshooting, and arrangement of replacement supplies. Investigation of this case revealed a charger-related malfunction affecting the charging interface, resulting in pump shutdown due to loss of power and subsequent hyperglycemia; no device alerts were reported because the pump was nonfunctional. Symptoms included blurry vision, thirst, and headache associated with hyperglycemia, outcomes included temporary interruption of pump therapy and management with subcutaneous insulin pens without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.